Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was admitted for driveline debridement on (B)(6) 2019 second to wound cultures (B)(6), while blood cultures negative. ID was consulted, they recommended IV cefazolin 2g every 8 hours for two weeks. Patient was discharged home on IV antibiotics per ID recommendation on (B)(6) 2019. Patient to change driveline dressing with dakin's wet to dry bid. No further or additional information was provided.